Event description:
This is follow up#1 to report on (B)(6) 2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a recurrent incisional hernia repair and was implanted with strattice device lot s10603; ref # (B)(4) on (B)(6) 2010. The patient then underwent a " laparoscopy and laparoscopic repair of recurrent incisional hernia¿ on (B)(6) 2010. As per the ppf form, the patient claims ¿pain, recurrence, intervention surgery, and emotional injuries with and without treatment¿ resulted from the implantation of the strattice mesh and was treated for ¿pain¿ and ¿recurrence¿ on (B)(6) 2010. The ppf form also indicates the patient was implanted with a non-abbvie device, " bard/davol ¿ ventrio st¿ on ¿(B)(6) 2017¿ and ¿bard/davol ¿ marlex¿ implanted (B)(6) 2011 and no "revision or removal" was reported. No other information was provided. The lot number is valid however due to system limitation will remain unknown, an investigation will be requested for s10603. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s10603 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
This legal event is being reported out of an abundance of caution as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.